Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The 3.00 x 32 mm taxus drug-eluting stent delivery system was flushed outside the body when it was noted that a stent strut was deformed. The procedure was successfully completed with another of the same device. There were no pt complications and the pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.